Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. UDI: (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes mitek for evaluation. Upon visual inspection revealed that vapr clplse90 electrode w hand cntrls was not returned in original package. The tip had foreign substance, presumably biological matter. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the coagulate and the ablate mode the device worked without any issue. The overall complaint was unconfirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would not have contributed to the complained issue. Based on the investigation findings, the potential cause for the reported condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, use instructions are provided, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the healthcare professional in china that during an anterior cruciate ligament repair procedure on (B)(6) 2024, it was observed that the vapr clplse90 electrode w hand cntrls device had an output short. During in-house engineering evaluation, it was determined that the device tip had foreign substance, presumably biological matter. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.